Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: visually confirmed approximately ~1.5mm of the instrument tip has been broken off; the broken off portion is missing and not returned for analysis. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed.

Event description:
It was reported that during a procedure, the tip of the set screw removal tool broke off in the set screw. It was not possible to remove the broken piece from the set screw head. No other patient complications were reported.